Event description:
Patient complained of numbness in the left foot which due to restenosis of stented area stent implant duration of 7 months. Had to do a tlr (target lesion revascularization). No further information provided, same patient as MDR 6000002-2006-0007.